Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she had been experiencing high blood glucose levels. Customer stated that she did not think that the infusion set was not functioning properly. Blood glucose level at the time of the incident was 470 mg/dl, which she planned to treat with a manual injection. The customer advised that she would monitor her blood glucose level and will not return any products for analysis.